Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse/stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2012 and tvt and prolene mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.